Manufacturer narrative:
A ge service rep performed an on site investigation. The f3 fuse was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe and customer reported that the system would not boot up to a channel 8 failure error, then power down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.